Event description:
Hospital facility reports receiving inaccurately high readings on their precision pcx blood glucose monitor when testing a neonate patient. In blood glucose tests, a reading of 600 mg/dl was reported compared to a laboratory result obtained of 50 mg/dl within a 10 minute timeframe. The results when plotted on a leroux error grid fell out of range, showing the difference in values to be clinically significant.

Manufacturer narrative:
Hospital facility reported that a neonate patient was flown to their facility in "very bad condition" with severe respiratory problems. Glucose testing was performed on the pcx meter at 12:30 pm, 12:50 pm, and at 1:05 pm, all results around 600 mg/dl. The lab comparison test was performed at 1:05 pm. Details surrounding the patient's hematocrit levels and other medications administered is unknown. The facility's meter has been requested back for an investigation. A follow-up report will be filed once investigation results are available or if any other additional information surrounding the incident is obtained.